Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient checked their device sunday and it was at 50% charge and then on monday afternoon the electricity left their body and they saw the doctor sign come on the screen.the patient then charged the ins and the charge level dropped to 25% overnight after charging. The patient stated they used to be able to charge the ins to full and it would drop to 50% by the end of the week. They reported the ins charge level is now depleting faster than expected. It was noted that they were reprogrammed on (B)(6) 2017 where they changed from program a to program c which may have affected recharge frequency. The patient also lowered amplitude from 4.2v on both sides to 3.8v on both sides. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to see their managing physician for programming on (B)(6) 2017 and they have another appointment on (B)(6) 2017. The patient also talked with a manufacturer representative and they lowered the amplitude by four tenths and paid closer attention to the programmer. The patient also reported that the issue was resolved and they do not let the ins get below 50%.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.